Manufacturer narrative:
Product ID 8709, serial # neu_unknown_cath, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion and-or wear and-or lubrication. Only a partial catheter was returned. Analysis of that portion found the catheter pump connector had a broken suture ring. Leaks were also noted between the metal pin and white material. (B)(4).

Event description:
The patient reported the pump stopped functioning and was alarming. Interrogation of the pump showed a motor stall had occurred and the low reservoir and empty reservoir alarms were occurring. The patient was taken to surgery. The surgeon investigated the catheter during the procedure and was unable to aspirate any fluid. The catheter was broken. The patient had several previous catheters still implanted. A new catheter was inserted and tracked under x-ray. The pump was also replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was delivering morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.